Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient showed up to the clinic for a check-up, noise was discovered on the right ventricular lead. The patient returned for a lead revision. The pocket was opened and no noise was noted when the lead was reviewed on the psa. The pacemaker was explanted and the right ventricular lead was capped. A new system was implanted. The patient was asymptomatic prior, during, and after the case. The patient was fine in the recovery room.